Manufacturer narrative:
The reported event is confirmed as manufacturing related. Two photos were received. The first one shows an overview of the two-way catheter and the second photo zooms into the catheter balloon and tip. It was also received one 2-way catheter with cut portion of inlet tubing. Visual inspection noted no obvious defects. Attempted to inflate balloon with 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately went into the drainage lumen, leak was observed through the drainage eyes and solution was observed leaking from the cut portion of inlet tubing. Sample received product does not meet specifications which states ¿catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe.¿ the root cause identified is: it was difficult to assure the positioning of the catheter due to vision was difficult. The DHR review and the labelling review are not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when they filled the balloon with water during a pre-test before foley catheter insertion in the ope room, the balloon leaked.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when they filled the balloon with water during a pre-test before foley catheter insertion in the ope room, the balloon leaked.